Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has not been sent for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany: as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21a04ge221, there is no abnormality and no such defect detected at in process and at final control inspection.

Manufacturer narrative:
(B)(4): the complaint is under evaulation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): overinfusion. When did the failure occur: during therapy. Reason of complaint: ep is empty 6 hours early with flucloxaciline.